Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the sleeve did not cover the non-patient end of the needle while replacing the tube, causing leakage. Recollection of the sample was not necessary. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-mar-2025. Investigation summary "bd received 1 sample and 5 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed as the photos show a device with blood leakage in the holder. The 1 returned customer sample was evaluated by visual examination, and the issue of sleeve leakage was observed as the sample exhibited blood in the holder of the device. Additionally, 10 retention samples from bd inventory, were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the sleeve did not cover the non patient end of the needle while replacing the tube, causing leakage. Recollection of the sample was not necessary. No adverse impact was reported regarding the patient or user.